Event description:
It was reported that the patient experienced pleurisy with concomitant effusion requiring pleuracentesis and medication following their implant procedure. The implantable cardioverter defibrillator (ICD) and leads remain in use. The patient was reported to be enrolled in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 693565 implantable tachy lead: (B)(6) 2011. (B)(4).